Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a case the light scope cable touched the pt's calf. It was reported that this caused the pt's calf to be burned.